Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided image was reviewed, and the clip introducer tip can be seen to be damaged. Based on available information, a cause for the reported damaged clip introducer tip could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.